Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 65 mg/dl. The customer stated he had a blood glucose reading of 93 mg/dl prior to the hospitalization and he felt like his blood glucose was low. The customer stated he took six glucose tablets to treat his low blood glucose but the blood glucose did not come up. Troubleshooting was performed and the insulin pump passed the functional test. The programming was correct as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.